Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the left ventricular (lv) lead experienced chronically high threshold which was causing decreased device battery voltage and longevity. The device was explanted and replaced and the physician decided to not intervene with the lv lead and keep the chronically high lv threshold for the new device. No patient complications have been reported as a result of this event.